Event description:
It was reported by repair work order that the power to the bed was affected due to the power prong being loose on the power cord. It was also reported that the ground path was compromised due a missing ground pin. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.